Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage observed. The complaint regarding elevated/loose cable was confirmed by failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have a cable that was elevated and loose on the wheel housing portion of the instrument. There was no report of patient injury.